Manufacturer narrative:
(B)(4). The complaint device was received and evaluated. The sheath is broken into multiple pieces and hence the complaint can be confirmed. No further details were provided regarding the instruments, bone quality and whether or not the insertion was off axis. We cannot discern a root cause for the reported failure at this time. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The physician opened up a large sheath for a bio-intrafix (size large) for 10mm tunnel . Sheath slid off the inserter because it would not fit correctly on the inserter. Physician had to hold sheath on with his hand because it continued to slide off inserter. Held sheath upon inserting it into the tibia, the sheath flared opened at all four quadrants broke. We then removed the sheath, and decided to open another sheath. Same thing happened but physician was able to advance screw.